Manufacturer narrative:
(B)(4).

Event description:
It was reported that a mild hematoma at the pocket site was observed after implant. Pressure dressing and ice were applied and the patient was discharged. The patient returned for follow-up and a mild swelling was only seen at the pocket site. Few weeks later, the patient returned for another follow-up and showed that the hematoma was resolved. No further complications were reported.